Event description:
It was reported in information received on (B)(6) 2019 that the patient has been discharged from the hospital. No additional procedures were required, as the physician used a new device to complete the procedure. The separation was discovered prior to patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, trends, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. The complaint device was returned for evaluation. A physical investigation of the returned complaint device confirmed the fitting to be separated from the catheter. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. It should be noted, there have been no (0) non-conformances for this lot. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of the wayne pneumothorax set catheter separated prior to being used in a drainage procedure. The physician used the introducer to straighten the pigtail portion of the catheter, when the hub separated from the device. The device was not used in the procedure. No patient contact was made. The physician followed the instructions for use when operating the device.